Event description:
Allegedly, patient revised due to mom complications. (Left).

Manufacturer narrative:
This is the same event as 3010536692-2015-00696. This report will be updated when investigation is complete. Trends will be evaluated.